Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient after a successful transseptal puncture. Heparin was administered to the patient and the patient was monitored for any thrombus formation. After ten (10) minutes of monitoring the procedure was continued, the physician removed the pigtail catheter from the patient. At this time, it was noted that there was a thrombus on the pigtail. The physician removed the was from the patient and exchanged it for a new was. The procedure was then continued, the physician successfully implanted a closure device in the laa of the patient. The patient did not experience any complications as a result of this event.